Event description:
"S/p b subgl periareolar meme's 310cc's for augmentation. Other than l encapsulation over the yrs, has minimal local c/o's until recent mammogram indicated l rupture. Denies decreased size or h/o trauma (? Early closed capsulotomy - no in records). Has some mild systemic sx's including arthralgias (+ am stiffness)/myalgias, l paresthesias, sleep disturb, headaches (r sided), memory probs, sicca, and gu/menstrual irregularities. Pt is otherwise healthy."